Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. Hospitalization was not required. On (B)(6) 2011, the patient received a loading dose of injectable fortum (2gm, ip) and injectable reflin (2gm, ip). The patient continued remedial therapy with fortum (1gm, once daily, ip) and reflin (1gm, once daily, ip). The root cause for the event of peritonitis was unknown. At the time of reporting, the event of peritonitis was resolving, the patient continued remedial therapy with fortum and reflin, and dianeal pd2 ultrabag therapy remained ongoing. The nurse believed that the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.